Event description:
The trigger on the ligasure impact hand activated sealer/divider is very stiff and became stuck in the on position.what was the original intended procedure?exploratory laparotomy, bowel resection with stoma creation in the operating room.device #1is this a laboratory device or laboratory test?no.